Event description:
It was reported that the ilet user experienced low blood glucose while sleeping, with a documented value of 69 mg/dl, and the user acknowledged snacking before bed without announcing the snack as a meal. Education was provided to announce snacks over 15 grams of carbohydrates appropriately, and oral glucose was used to treat the low. Symptoms included hypoglycemia. Outcomes included minor injury. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem related to missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.